Manufacturer narrative:
This report is submitted on february 14, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site followed by an extrusion of the receiver/stimulator. The patient was treated with IV antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023, and it is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
It was also reported that the patient was hospitalised overnight (specific date and duration not reported). This report is submitted on march 19, 2024.